Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 they had a high blood glucose of 449 mg/dl. The customer reported that since then they had been experiencing high blood glucose. The customer stated that they changed out the infusion set three times and they would rotate his sites. The customer had been treating the high blood glucose with syringes. The customer stated they had removed the tubing from his body and would do a 5 units test but only a few drops of insulin or nothing would come out. The customer's current blood glucose level was 233 mg/dl. The customer's symptoms were blurry vision, kidney problems, and urine was orange. Troubleshooting was performed and insulin could exit without incident. There were no bent cannulas. The customer reported that the bolus history displayed all bolus entries based off their recollection. Due to the customer's discomfort the insulin pump would be replaced. The device will return for analysis.